Event description:
Potential defect with the style of child-resistant safety caps used on all size vials. The vials in question are the pro-plus advantage prescription vials. There have been 3 instances of small children opening these vials. Two required visits to a local ER for blood levels and observation. The other required overnight hospitalization for observation. The children ranged from 8 mos - 3 yrs of age. The medications involved included amitriptyline, nortriptyline, and tylenol w/codeine 30 mg (eg) tabs. All had potential for serious harm or death to pts. The child-resistant caps are relatively easy to open without having to push down and twist cap. Even when cap is fastened tightly, a small child could probably open the bottle. The other issue is the outer safety ring of the cap can be separated from the inner non-safety portion of the top with relatively little effort.